Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not described on the literatures. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On (B)(6) 2018, olympus medical systems corp. (Omsc) received a literature titled ¿an update on gastrointestinal endoscopy-associated infections and their contributing factors¿. The literature reported that an investigation result on 18 literatures published between 2008 and 2018, describing infections and outbreaks related to endoscopy using duodenoscope (in16 literatures), colonoscope (in 1 literature) and gastroscope (in 1 literature). In the literatures, it was reported that infections occurred as follows; - infections associated with duodenoscope : 83 patients. - deaths after infection associated with unspecified duodenoscope : 2 patients out of the 83 patients. - infections associated with tjf-q180v in netherlands : 22 patients. - infections associated with unspecified colonoscope : 3 patients. - infections associated with unspecified gastoroscope : 4 patients. The literature concluded ¿a number of factors, including lapses in reprocessing, biofilm formation, endoscope design issues and endoscope damage, contribute to gastrointestinal endoscopy associated infection. Methods of improving endoscope reprocessing, screening for contamination and evaluating endoscope damage may be vital to preventing future infections and outbreaks¿. There was no information on the model and manufacture of the endoscope was used in each literature except olympus tjf-q180v for the 22 patients. Further detailed information could not be obtained at present. Omsc reviewed complaint record and confirmed that medical device reports (related to about the 22 patients associated with tjf-q180v) have already been submitted. Therefore, according to the number of the type of adverse event and endoscope, omsc is submitting 4 medical device reports. This is a report on infections associated with unspecified colonoscope and 3 of 4 reports.